Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of shortcomings of connecting method and peritonitis in a patient coincident with extraneal viaflex and dianeal pd2 2.5% therapies. On an unreported date in (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization. The physician stated that the peritonitis was caused by the shortcomings of the connecting method of the patient himself and an ill-conceived setting in the patient's home. On an unreported date, the patient began treatment with vancomycin (dose, frequency and route not reported) and other unspecified antibiotics. It was not reported whether remedial therapy was ongoing. Treatment was not reported.

Manufacturer narrative:
(B)(4). The reported event of connection issue was not confirmed. The cause code was undetermined.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.